Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alarm triggered for low pacing impedance on the right ventricular (rv) lead. It was noted that this patient has chronic physiologic low impedance and therefore advised to turn off the pacing impedance alert. The rv lead remains in use. No patient complications have been reported as a result of this event.